Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (catalog) h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lee jy, wong sj, rikhraj is. Triple arthrodesis with concomitant tendo-achilles lengthening in stage iii adult acquired flatfoot - a retrospective study of prospectively collected clinical and radiological outcomes at two years. Malays orthop j. 2025 nov;19(3):64-71. Doi: 10.5704/moj.2511.009. Pmid: 41537027; pmcid: pmc12798093. Objective/methods/study data: the aim of this retrospective study was to report the authors' two years patient report outcomes using the american orthopaedic foot and ankle society (aofas) hindfoot and midfoot scores, hindfoot and midfoot visual analogue scale (vas) scores, as well as radiographic measurements such as calcaneal pitch angle, medial longitudinal arch, first-metatarsal declination angle, navicular height, medial cuneiform calcaneal angle and medial cuneiform ¿ first metatarsal cuneiform angle. Between 2007 and 2014, a total of 22 feet from 21 patients (5 male and 16 female) who underwent triple arthrodesis with concomitant percutaneous tendo-achilles lengthening were included in the study. The average age of the patients at the time of operation was 62.1 (range 50.6 to 78.3) and their average bmi was 30.2 (range 21.1 to 43.5). The final fixation of the subtalar joint was with a 6.5mm partially threaded cannulated screw [synthes-depuy, warsaw indiana], while the talonavicular and calcaneocuboid joints were fixed with x-plates [synthes-depuy, warsaw indiana]. All patients were seen at eight weeks post surgery with radiographs. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes 6.5 mm partially threaded cannulated screw and x-plates adverse event(s) and provided interventions possibly associated with unk - screws: 6.5 mm cannulated (qty 24): -(n=12) osteoarthritis at the naviculocuneiform joint worsened over the two years post-surgery. No intervention noted. -(n=10) arthritis at the medial cuneiform-1st metatarsal joint worsened over the two years post-surgery. No intervention noted. -(n=2) requiring re-operation, of which one underwent total ankle replacement and the other removal of screws and washout for chronic osteomyelitis. Two (9.1%) feet were offered revision arthrodesis due to computed tomography documented nonunion of subtalar joints, but the patients decided on conservative management. Adverse event(s) and provided interventions possibly associated with unk - constructs: va-lcp x-plate forefoot/midfoot system (qty 24): -(n=12) osteoarthritis at the naviculocuneiform joint worsened over the two years post-surgery. No intervention noted. -(n=10) arthritis at the medial cuneiform-1st metatarsal joint worsened over the two years post-surgery. No intervention noted. -(n=2) requiring re-operation, of which one underwent total ankle replacement and the other removal of screws and washout for chronic osteomyelitis. Two (9.1%) feet were offered revision arthrodesis due to computed tomography documented nonunion of subtalar joints, but the patients decided on conservative management.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.